Manufacturer narrative:
Patient date of birth/age, sex and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 during an open reduction internal fixation (orif) of a broken proximal tibia, the head of the hexagonal screwdriver shaft broke. There was no surgical delay as other set was available. Patient outcome is unknown. This report is for one (1) small hexagonal screwdriver shaft/long. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. DHR possible only on top level as sub-components are not lot tracked. Part: 314.550; lot no: 9023833; manufacturing location: haegendorf; release to warehouse date: july 04, 2014; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Background: it was reported that on (B)(6) 2018 during an open reduction internal fixation (orif) of a broken proximal tibia, the head of the hexagonal screwdriver shaft broke. There was no surgical delay as other set was available. Patient outcome is unknown. Investigation flow: broken . Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. A portion of the distal hexagonal tip has sheared off just distal to the transition from cylindrical shaft to distal hexagonal tip. The break is at a transverse angle and the tip fragment was not returned. The material surface at the fracture site appears homogeneous with no voids or abnormalities when viewed under 10x magnification at cq. It was also observed that the remaining hexagonal stump is slightly twisted in the direction of resistance encountered during screw insertion. Document/specification review: the returned device was manufactured in july 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR possible only on top level as sub-components are not lot tracked. Design drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: the shaft diameter just proximal to the broken hexagonal tip measured ø3.96mm at cq (calipers ca592) which is within specification of ø4.0mm +0/-0.1mm. The hexagonal flat to flat width at the broken tip could not be accurately measured at cq because the remaining hexagonal stump is slightly twisted and the sheared off tip fragment was not returned. Material analysis: the returned device was manufactured from din 1.4112 (440b stainless steel), hardened and tempered. A material check or hardness check were not performed at cq as there is no indication that the material or hardness would have contributed to this complaint for the returned 4+ year old reusable screwdriver shaft breaking. Conclusion: a definitive root cause for the screwdriver shaft breaking could not be determined based on the provided information. Based on the remaining hexagonal stump being slightly twisted in the direction of resistance encountered during screw insertion, excessive torsional force is the most likely cause. This complaint is confirmed, however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record (DHR) review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.